Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, this case reports that 7 weeks post-implantation, the heads of the distal non-locking screws appear to have sheared off, and one pulled out of a 15-hole proximal humerus plate; in total 4 screw were broken. Per email communication, there was non-adherence to post-op restrictions, etoh abuse, and multiple recent hip surgeries which could not be ruled out as contributing factors; therefore the surgeon reportedly does not consider this a device failure, "but a combination of patient factors." The requested surgical reports and x-rays have not been provided, therefore, the root cause of the event could not be thoroughly assessed. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, excessive pressure on the joint or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient with a fractured humerus had surgery 7 weeks ago. In the procedure, the physician used a 15 hole proximal humerus plate with locking screws in to the head and non-locking screws distally. The bone purchase was described as excellent. Recently, the patient experience sudden pain. X-ray images showed that the heads of the distal non-locking screws appeared to have been sheered off and one pulled out. No additional information has been provided.